Manufacturer narrative:
On an unreported date in (B)(6) 2021, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritoneal infection. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified anti-inflammatory drug (dose, route, frequency and duration were not reported) added into dianeal solution. At the time of this report, the patient has recovered from the event. Action taken with pd therapy was not reported. No additional information is available as the reporter declined follow up.

Manufacturer narrative:
On an unreported date in (B)(6) 2021, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritoneal infection. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified anti-inflammatory drug (dose, route, frequency and duration were not reported) added into dianeal solution. At the time of this report, the patient has recovered from the event. Action taken with pd therapy was not reported. No additional information is available as the reporter declined follow up.